Event description:
User had problems with low pt sodium results, which were higher when repeated on another c501 analyzer at the customer site. User provided four pt examples two were discrepant. Sample 1, initial result gave 132; repeat gave 139 mmol per l. Sample 2, initial result gave 89; repeat gave 133 mmol per l. No erroneous results were reported and no pts adversely affected. The field service rep found the vacuum valve was obstructed, and cleaned out valve. To verify analyzer performance calibration and controls were run with results within specification.